Event description:
It was reported that the user experienced leaking insulin cartridges during filling, resulting in multiple unusable contact detach infusion sets, cartridges, and connectors, and the user confirmed the issue occurred during cartridge fill preparation. Customer care provided support that included troubleshooting focused on fill technique. Investigation of this case revealed user handling and fill technique as the likely contributor to leakage, and the user completed additional training on proper cartridge filling procedures. Symptoms included no reported adverse health effects. Outcomes included replacement supplies provided. It was concluded, based on previously established findings for similar reports, that user technique during cartridge preparation was the probable cause.